Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'downstream error' was reproduced as a false downstream occlusion alarm. A review of the event history log revealed 'downstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification downstream sensor reading. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had downstream error. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.